Event description:
It was reported that the arm post was no attaching to the bed during a procedure. Another pan with a back up arm post was used to complete the procedure. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
The reported event was confirmed via functional inspection. The luxor arm was attached to the table and tightened down, but was still noticeably loose on the table. The securing mechanism spring is most likely worn out, causing the insecure connection. Manufacturing history was reviewed and no issues were identified. The device is over 9 years old at the time of the event. Conclusion: according to the instructions for use, the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. As the device was over 9 years old, the most likely root cause is wear due to extended use.

Event description:
It was reported that the arm post was no attaching to the bed during a procedure. Another pan with a back up arm post was used to complete the procedure. There are no reports of adverse consequences to the patient.